Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found two new alarms, indicating secondary motor voltage too high and external voltage less than right battery voltage for too long. Visual inspection of external components found power adaptor rail edge and connector damaged prohibiting the connector from being secured when connected to the driver. Visual inspection of internal components found damage to the anchor bosses for the front driver housing. Secondary motor was found in primary alignment, therefore, secondary motor voltage alarm was likely exhibited during data file extraction. Adaptor connectivity issues likely resulted in battery voltage alarm code. Freedom driver passed all areas of functional testing for acceptance at incoming inspection. An additional 48-hour observation run was performed without malfunction or alarm produced. Complaint could not be replicated, however, power connector had to be specially secured in order to complete investigation. Failure investigation for this complaint confirmed the reported issue from data file review. The customer complaint was not replicated during testing but visual inspection identified the root cause of the fault alarm was likely due to power adaptor damage that affected connectivity. Failure investigation identified no test failures or damage that could have contributed to the complaint. Damage found, other than the power adaptor, was cosmetic only. Patient was switched to a backup driver with no reported adverse impact. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
The patient had continous red alarm.

Event description:
The patient had continous red alarm.